Manufacturer narrative:
The electronic vaporizer assembly was replaced.

Event description:
The hospital reported that anesthetic agent delivery stopped and the gas monitor indicated agent output higher than expected. There was no report of patient involvement.